Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was scheduled for a routine generator change due to normal battery depletion. During pre procedure testing, a battery depletion alert was observed, including beeping tones. The device was explanted and replaced as scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was scheduled for a routine generator change due to normal battery depletion. During pre procedure testing, a battery depletion alert was observed, including beeping tones. The device was explanted and replaced as scheduled. No adverse patient effects were reported. Additional information received indicates this s-ICD will not be returned to boston scientific for laboratory analysis.